Manufacturer narrative:
H6: code c19: a review of manufacturing records of the device indicated the lot met pre-release specifications. The device remains implanted and is not available for analysis. The cause of the spinal cord ischemia remains unknown. The additional information was requested, however, was not available. Gore® tag® conformable thoracic stent graft with active control system devices (tgm282815/30359262 and tgmr373115/30273107) were reported separately.

Event description:
On (B)(6) 2026, a patient underwent an endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. Gore® tag® conformable thoracic stent graft with active control system (ctag a/c) devices were used in the patient's aorta with the tambe device. During the index procedure, a right and left accessory renal arteries coil embolization procedure was performed. The patient tolerated the procedure. On (B)(6) 2026, spinal cord ischemia was noted. Treatment listed is a lumbar drain and blood pressure augmentation.

Manufacturer narrative:
H6. Code c19: a review of manufacturing records of the device indicated the lot met pre-release specifications. The device remains implanted and is not available for analysis. Further information was requested and will be provided. Gore® tag® conformable thoracic stent graft with active control system devices (tgm282815/(B)(6) and tgmr373115/(B)(6)) were reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.